Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 16nov2016 . The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that pump was not working. There was no reported patient involvement.

Manufacturer narrative:
Unique identifier (UDI) and medical device catalog ,device manufacture date fields are updated.

Event description:
It was reported that pump was not working. There was no reported patient involvement.

Manufacturer narrative:
Correction: medical device catalog # and reporting office contact.

Event description:
It was reported that pump was not working. There was no reported patient involvement.